Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic headt after 4 years and 9 months due to subsidence of the stem.

Manufacturer narrative:
Per (B)(4) initial report. Additional information including additional x-rays, operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -4863 final report. Additional information including additional x-rays, operative notes, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of the manufacturing records did not identify any non-conformance that could have contributed to the event. Based on the available information, no further investigation can be conducted and the root cause of the reported stem subsidence could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem and biolox delta ceramic headt after 4 years and 9 months due to subsidence of the stem.